Event description:
The facility representative reported an infuso.r. Pump with a condition of "syringe will not slide up and down". This condition occurred upon power up in the facility's surgery center. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition involving an infuso.r. Pump with a slide that would not move up and down was not confirmed nor reproduced. The root cause could not be identified. Therefore, no repairs were made to fix the reported condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.